Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage observed in the area where the foreign material was found, and it is unknown if there was deviation from the reprocessing steps in the instructions for use. Therefore, a root cause could not be determined. The event can be [detected/prevented] by following the instructions for use: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject events; instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.